Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted, and exhibited a charge circuit timeout, followed by a failure to fully deliver a shock therapy. The device was observed to have been at end of service (eos) for three years. The device remains in use. No patient complications have been reported as a result of this event.